Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that it was unclear if the ins was actually turning on by itself and the patient had stated that he always pressed the on button when checking the ins. The patient did not bring their programmer to the appointment so they were unable to determine if there were any issues with the programmer. The ins battery fit snug in the pocket and there was mild periodic pain that resolved on its own, per the patient. It was recommended that the patient keep a diary of when the ins turned on by itself and that could be compared to the ins usage file at a follow-up appointment. The x-ray revealed that there was no overt discontinuity with the implant in the lumbar or thoracic area. The patient reported that they had gained weight but did not specify how much. No further complications were reported/anticipated.

Event description:
Information was received from a consumer, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s therapy was turning on by itself and the patient thought certain positions were eliciting the response, which was occurring a couple times a week. When the patient thought the therapy was turning on, the programmer displayed stimulation off. The caller reported that the patient may be using the stimulation on/off button the check the implant and uses it about 14% at night. An electrode impedance test was performed which provided results of: at 3v all contact with 13 are >40000, contacts 1 and 8 and high 10000s-33000s and using contacts 4-9+ 10-. The caller reported the patient also experienced temporary, sporadic pocket soreness. The caller stated they will check with the healthcare professional and will also get an x-ray. No fall or accidents were reported. No further complications were reported/anticipated.